Manufacturer narrative:
Date of event (mm/dd/yyyy): date changed to 06/03/2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in initial report it was reported as the patient experienced loss of best corrected visual acuity however, the patient did not experience a loss of best corrected visual acuity (bcva). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with loose epithelium in the left eye (os) that was discovered at a post treatment. The patient¿s chief complaint were of irregular astigmatism, blurry vision and diplopia. It was stated that the patient had a loss of best corrected visual acuity (bcva). The patient reported the symptoms are interfering with daily activities. A debridement was performed on the left eye. Bcva from (B)(6) 2019, right eye pre-op was 20/20 -4.50 x -.50 x 80 and left eye pre-op was 20/20 -4.25 x -.50 x 123.